Manufacturer narrative:
Device was received at synthes (B)(4) and is in the evaluation process, no conclusion can be drawn.

Event description:
Device report from (B)(4) reported a plate broke post operatively. Pt with multiple health problems was provided with a liss plate after a fall. Fracture did not heal "supracondylar periprosthetic os-fracture", plate broke and reoperation took place in (B)(6) 2010 with another liss. This liss plate also broke and was explanted. This report is on the second breakage event.